Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead noted high out of range impedance measurements and high threshold measurements. X-ray confirmed the lv lead was fractured. As a result the patient was dependent on lv therapy, the lead was explanted and replaced. No additional adverse patient effects were reported.